Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath had been punctured 0.17¿ from the distal tip. The sheath tubing had been kinked 8.88¿ from the distal tip; the sheath distal tip had been split and the distal end had been flattened. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath puncture is consistent with the incorrect use of the device.

Event description:
This report is to advise of an event observed during analysis confirming a punctured sheath.